Manufacturer narrative:
Findings: unit was received with operating currents within specifications. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error detected alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and low battery alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received low battery and experienced high blood glucose. The customer¿s blood glucose level was unknown. The customer treated blood glucose with the pump. The customer was assisted with troubleshoot and the customer stated that pump had blank screen. The insulin pump was returned for analysis.